Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient presented at the hcp¿s office on the day of the reported and the battery incision was puffy and red. The rep reported that the hcp made the decision to remove the device for the possible infection. The rep reported that the patient was scheduled for removal on the day of the report after the follow up appointment. The rep reported that it was unknown what led to the puffy and red battery incision site. No further complications anticipated.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient presented at the hcp¿s office on the day of the reported and the battery incision was puffy and red. The rep reported that the hcp made the decision to remove the device. The rep reported that the patient was scheduled for removal on the day of the report after the follow up appointment. The rep reported that it was unknown what led to the puffy and red battery incision site. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.